Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to metallosis. Renaissance mod neck revision: allegedly, removed the cocr long a/r mod neck. Revised with ti long a/r v/v/2 mod neck. Revised with appropriate biolox delta 32mm medium head.